Event description:
It was reported that balloon rupture occurred. Th patient presented with thrombosis. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang was returned analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 85mm in length and extended from a position 10mm proximal of the proximal marker band to 11mm distal of the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both marker bands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the balloon ruptured during first inflation at less working pressure for few seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complicaitons and the patient was stable. It was further reported that the balloon ruptured during first inflation at less working pressure for few seconds.